Event description:
Senseonics was made aware of an incident where user reported a hospitalization event that occurred on (B)(6) 2025, during which they were diagnosed with an absence seizure. At the time of contact, the user reported having a headache and was advised to follow up with their healthcare provider. The event was not related to diabetes or glucose measurements and was not associated with sensor insertion or removal. Per review of the data management system (dms), the user has not been using the system since the reported hospitalization, as the transmitter was disposed of during the hospital stay.

Manufacturer narrative:
The user reported a hospitalization event that occurred on (B)(6) 2025, during which they were diagnosed with an absence seizure. At the time of contact, the user reported having a headache and was advised to follow up with their healthcare provider. The event was not related to diabetes or glucose measurements and was not associated with sensor insertion or removal. Per review of the data management system (dms), the user has not been using the system since the reported hospitalization, as the transmitter was disposed of during the hospital stay.